Event description:
Customer reported that the device was not charging well and required wiggling the cord to charge. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting assistance.